Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's blower motor was replaced to address the issue. A "service required" code was found in the ventilator's downloaded error log. The ventilator's sensor pca and system pca were replaced to address this issue.